Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed an error code 210.6041. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion. Additional information: device eval by manufacturer?,imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of "channel error code 210.6041" was confirmed and is attributed to a damaged display board. The reported event was successfully replicated during laboratory testing and observed in the pump module logs. An external and internal review of the pump module was performed, and it was found that the display board was damaged. All parts inspected were manufactured by bd. The suspect pump module passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the pump module (24 hours approximately), and no problems or anomalies were found related to the reported event. A review of the logs was conducted, and it was observed that the channel error code "210.6040.1 - display failure" was first recorded on may 23, 2025, at 8:06 pm, and there have been a total of 29 occurrences of the same channel error code since that date. The last infusion performed with the suspect pump module was on june 2, 2025, at 9:53, where the pump module was connected to pcu s/n 15380262 and assigned to channel a. The ail bolus limit was 175microl, and it was programmed with a rate of 200 ml/h and a vtbi of 200 ml. After laboratory testing, the original display board was reinstalled on the suspect pump module. Channel error bd alarisâ system tip sheets states: the bd alarisâ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facility biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the display board. Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported event "channel error code 210.6041" was determined and is attributed to a damaged display board. The reported event was successfully replicated during laboratory testing and observed in the pump module logs. Note that this report lists imdrf annex a0404, a1801, g04037, g0301201, c23, c0601, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed an error code 210.6041. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.